Event description:
It was reported that the patient experienced drowsiness that had not recovered. On (B)(6) a refill was performed and the effects began to appear. Since the anti-spasticity/spasmogenic effects were too strong, the dosage was reduced by 20% (from 435 ¿g to 362 ¿g). On (B)(6), a visit to the hospital noted the patient often seemed to be in a daze and dizzy in daytime so the dosage was again reduced by 20% (now from 362 ¿g to 300 ¿g). On (B)(4), the dose was again reduced by 20% (from 300 ¿g to 235 ¿g) by using the flex mode during daytime. On (B)(4), the dosage was reduced by 20% again (from 235 ¿g to 185 ¿g) due to drowsiness and being sleepy in the daytime. It was difficult to identify a cause since the dosage inconsistency between day and night times and therefore it was decided to return to the simple continuous mode and continue in reducing the dosage. No testing was performed. This was reported to be very likely related to the investigational drug, intrathecal gabalon and not related to the catheter, pump, programmer or procedure. Going forward it was to be confirmed whether or not the situation was alleviated by dosage reduction and whether the situation was indeed due to gabalon intrathecal or another reason.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).